Manufacturer narrative:
Updated fields: b4, d9, e1 (event site telephone), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: e1 (event site address), h6 (medical device problem code) a getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon arrival, he confirmed malfunction. The damage was caused by saline ingress. Fse replaced printer, thermal, xe-50b, custom, pcb, motor control, rohs and cleaned up device. Fse reported that the malfunction was caused by water ingress. After the repair device passed all functional and safety tests per manufacturers specification.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had a water damage and cannot be switched on. It is unknown the circumstances under which the event occurred, there was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g1, g6, h2, h6, h11. Corrected fields: h6(component codes).